Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer alleging possible pump over delivery. Customer's blood glucose value was 40 mg/dl. The customer also report the blood glucose were 100 mg/dl and 47 mg/dl at the time of the incident and current blood glucose is 102 mg/dl. The customer was treated with food and glucose tablets. The customer did not provide details regarding symptoms of their high blood glucose. Customer uses auto mode. The insulin pump will not be returned for analysis.